Event description:
Customer reported that the display on the insulin pump is blank. Customer had the device in his pocket and noticed the blank display; he inserted a new battery and received an unexpected restart alarm. The alarm history was checked and an external ram error alarm was found. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. He was able to reset the time/date and basal and bolus settings were retained and correct. The device was not stored or not in use for an extended period of time. A normal bolus was programmed into the air; bolus amount was recorded in the bolus history. Blood glucose value was 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.